Event description:
Reportedly, the metal connector for the cautery cable did not stay on the surgiwand when the cautery cord was removed. The metal connector came in contact with the pt causing a 3mm skin burn to the right upper quadrant. The surgeon excised the burned tissue and sutured.